Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital for a system explant, the right ventricular lead and right atrial lead exhibited high capture thresholds and noise. The lead's were successfully capped and replaced. The patient was in good condition before and post surgery.